Manufacturer narrative:
Visual inspection of the catheter showed there was peeling of the deployment shaft. The catheter basket was deployed and undeployed and no issues were observed with the array. The reported complaint was not confirmed through device analysis, however, there was observed peeling of the deployment shaft. The investigation conclusion with regard to the deployment shaft is: cause not established.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that during the mapping procedure for pulmonary vein isolation (pvi), the intellamap orion catheter was prepped in the usual fashion. No issues were identified during catheter conditioning, deployment of the basket, undeployment of the basket, or with insertion of the catheter into the patient using the insertion tool. The catheter was then advanced into the patient's left atrium via trans-septal sheath access and the basket was deployed to a nominal setting. The physician immediately observed on x-ray that one of the orion splines did not seem to be following the same shape/curvature as the other splines. The display on the rhythmia mapping system did not show any abnormalities. The physician carefully undeployed the basket and removed the catheter from the patient. Once outside of the patient, the catheter was repeatedly deployed and undeployed to different degrees to inspect the behavior of the splines. There were two neighboring splines that did not behave in the same fashion as the other splines; in the undeployed state, the two neighboring splines sat out from the other splines, which sat flat and relatively straight. It was also observed that in the nominally deployed state the two neighboring splines has a subtle difference in the shape of the curvature when compared to the other splines. The curvature of the distal end of the orion beyond the deflection point also appeared deformed when compared to what was normally observed. There were no issues with the catheter function, however, the physician elected to replace it. The procedure was completed successfully without patient complication. Device analysis revealed peeling of the catheter deployment shaft.